Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 8 month patient post-operative CT showed the presence of an occlusion of the left iliac limb. A re-intervention is planned at a later date to treat the iliac limb occlusion via a thrombectomy and the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported.